Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedural outcome / suspected rupture h6 health effect - clinical code e2402: patient dissatisfaction with procedural outcome mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced suspected rupture and dissatisfaction with the procedure post procedure. She was not happy with the surgeon¿s work. Replacement with mentor gel was performed on (B)(6) 2023. The device was found intact upon explant.

Manufacturer narrative:
Additional information was received on november 8, 2024. The potential of bilateral rupture was demonstrated through unspecified imaging and potentially post operatively. Reason for device explant and/or reoperation: potential rupture. Manufacturer¿s reference number: (B)(4).